Manufacturer narrative:
(B)(4). Date sent: 6/24/2025. Additional information was requested, and the following was obtained: the attachable head could not be easy assembled to the metal trocar of the device. The trocar was moving back when they try to connect to the attachable head.

Manufacturer narrative:
(B)(4). Date sent 6/11/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿the piston retracted preventing the insertion of the trocar¿ this not really clear. Please explain more in detail. What is meant by piston? Does the attachable head separate from the metal trocar of the device? Could the device not be assembled? Was there a problem to insert the device through the trocar in the patient's bowel? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid colon resection the piston retracted preventing the insertion of the trocar. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 7/15/2025. D4 batch # 544d27. Investigation summary : the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although it could not be determine the cause of the reported incident, proper usage of the echelon powered is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 544d27, and no non-conformances were identified.